Manufacturer narrative:
The subject blade was not returned to misonix for evaluation because it was disposed of after case completion. Potential root causes of blade breakage include: high loading on the device which can lead to fractures of the blade. Excessive force during the procedure that can result in fatigue failure. Contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use. The predominant failure mode for ultrasonic disposables that break during use is a partial or complete fracture. They typically do not shatter or create multiple un-retrievable fragments that would be difficult to locate or remove. The nexus® IFU (100-10-0000) contains the following warnings and cautions on surgical technique to prevent blade breakage: 1.4.1 list of warnings: · the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. · ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended / duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. · breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually break. Tips showing signs of deformation or cracking should be replaced immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a biohazardous sharps container in accordance with your facility biological hazardous waste procedure. 1.4.2 list of cautions: · loose tip/tissue contact upon an initial bone incision can cause a thin tip to resonate not only longitudinally but also transversely. This can cause a thin tip to break. It is necessary to engage bone actively and with a minimal tip pressure greater than zero in order to prevent the shattering. · contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip. · the nexus® system should be fully tested and inspected prior to each procedure. The console, footswitch, handpieces, all cables and accessories should be examined for proper appearance and condition. 1.4.3 list of notes: · contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip.

Event description:
It was reported to misonix that during a laminectomy being performed at barnes-jewish hospital, mo, the resident surgeon reported a blade breakage of the 110-31-1110 nexus® bonescalpel® 10mm blunt blade. It was reported that the scrub nurse tightened the bonescalpel® blade to the recommended tightness and attached the handpiece to the generator to check system function. The system functioned as intended. The bonescalpel® was being used by the attending surgeon to perform a lumbar laminectomy on the left side of the patient's spine, continuously, for 15-20 seconds. Operation of bonescalpel® was stopped when the bonescalpel® was handed from the attending surgeon to the resident surgeon. The resident surgeon proceeded with the lumbar laminectomy on right side of patient's spine. 2 of 3 laminectomies were performed without incident. At the beginning of the third level, half of the 10mm bonescalpel® blade broke off inside the surgical wound as the resident surgeon performed a laminectomy. The broken bonescalpel® piece was found by the resident surgeon. No harm came to the patient, as verified by the resident and attending surgeon. The broken blade was documented and disposed of after case completion. Misonix received a medwatch report #(B)(4) from FDA on may 26, 2021. Misonix was able to trace this report to the subject complaint by part number, location (street address, city state), and date of event.